Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s system was removed due to systemic infection, potentially caused by a pneumonia related to chemotherapy and radiation. No further patient complications have been reported as a result of this event.